Manufacturer narrative:
Gtin: unk. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Per physician: the reason for writing to you is that one of our patients, the pump appears to be significantly over infusing. The pump concerned was refilled with 20 mls of baclofen 1000 mcgs/ml on (B)(6) and this should have lasted until (B)(6) of this year. The pump function was checked after an MRI scan which can stall a pup and this showed that the pump only had 2 mls in it. We verified this fgre which showed on the programmer by actually putting a needle into the pump and we found that it was empty. It has thus, therefore over infused. The patient concerned does not appear to have suffered harm although is currently in hospital being investigated for a possible stroke. The patient is, however, very young. I am unsure as to whether or not the possible stroke symptoms are related to the over infusion but on balance I think probably not. An over infusion of this nature, however, potentially dangerous and patients could undoubtedly suffer harm depending on the medication that was in the pump. (B)(4) 2015: the product is the medstream 20 ml pump sn (B)(4). The device is currently still implanted, the decision of keeping it implanted or not is not taken by the medical team. All appropriate info have been communicated to (B)(4), as for any EU complaint. Does that answer ? Best regards, (B)(6).

Manufacturer narrative:
The root cause of the defects (drug missing in the reservoir) could not be determined as no device was returned for investigation as the pump is still implanted. However in absence of the device the transaction logs were reviewed and confirmed there was drug missing (13.9ml missing in 24 days). According to the sales rep, the patient is feeling overdose symptoms, and the medical team consider the option to explant the pump. As safety measure, it was recommended to the sales rep that the pump reservoir is emptied and alternative medication given to the patient if needed. To avoid a pump explanation, it was recommended by the field support engineer the following action steps: ¿ aspirating the drug remaining in the pump catheter through the bolus port. ¿ performing a pump interrogation and put the pump in stop infusion mode. ¿ emptying the pump reservoir. ¿ refilling the pump reservoir with 10ml of saline water following the standard refill procedure (using the cu). A particular attention has to be paid not injecting air into the reservoir, as per the refill kit IFU. ¿ performing a pump interrogation. ¿ keeping the pump in stop infusion for at least 3 days, and re-performing a pump interrogation (next pump interrogation could be (B)(6)). ¿ upon physician decision, oral medication may be administered to the patient. The patient should be under close monitoring during these days. These steps have not been followed, because the medical team has decided to explant the device according to the patient¿s request. The patient is currently being reduced off baclofen and the surgeon decided to change from intrathecal baclofen to another drug or therapy. An explant date is not provided yet. A DHR review was performed for the medstream pump 91-4200 sn# (B)(4), (lot# ckcdtm), and it was observed that the lot met specifications when released on april 16th, 2009. The root cause of the defects (drug missing in the reservoir) could not be determined as no device was returned for investigation as the pump is still implanted. At this time this complaint is considered to be closed. Should the pump be ex-planted , this complaint will be reopened and the pump will be evaluated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.